Event description:
Harmonic scalpel stopped working during case. Harmonic re tightened and harmonic sizzled. New harmonic was opened. No harm to patient. Defective harmonic with wrapper turned in to team leader. Rep called.